Manufacturer narrative:
The device was received. Investigation is not yet complete.

Event description:
Device malfunction: difficult to remove/mislocation of clip. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician in training arteriotomy closure of a femoral artery using a starclose se device after an interventional procedure. Reportedly, after clip deployment, the device was difficult to remove. Counter traction was used to remove the device from the patient anatomy. After removal, it was noticed that the clip was on the distal tip of the sheath. Hemostasis was achieved using manual compression. There was no adverse patient effects reported. Though requested, no additional information was provided.